Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-00364, 2134265-2017-00365. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. It was noted that prior to the procedure the patient was on pradaxa and the day of the procedure they were on plavix. The watchman® access system (was) was inserted into the patient and advanced with some counter clock torque. When the was at the septum, it bent proximal to the distal marker band. Therefore, the was removed and a different curve watchman® access system was then positioned in the laa. A watchman ® laa closure device was advanced and deployed once. The closure device was successfully released, meeting all criteria. However, sometime post procedure after the patient left the lab, he became a little hypotensive which prompted a transesophageal echocardiogram (tee). A small pericardial effusion was observed. The procedural tee was reviewed. The measured fluid around the left ventricle pre and post procedure was between 8-10mm with no real change between the two. It was further noted the patient had a long history of hypotension and did not have any pain at the time the effusion was noted. The effusion cause is likely idiopathic. No intervention was required. The patient was monitored and was feeling well.